Manufacturer narrative:
(B)(4). Unable to perform displacement test due to missing keypad overlay. Insulin pump received with scratched case, cracked case (battery tube) and missing display window cover. The p-cap does lock properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack in the back, around battery compartment and button pad was coming loose. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.